Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the lower display on an 840 ventilator was blank. The ventilator was not in use on a patient at the time the event occurred.